Event description:
The consumer reported that the patient was charging too often. Their charge frequency was increasing from 9 days to once per week to once per every 4 days. The patient reported that their manufacturer representative warned them about overdischarge and recommended charging when they reaches (B)(4). It was reported that they were charging too frequently. The patient recently had not been reprogrammed or switched to a new group. There was no indication of an increase in parameters and the patient did not have any previous overdischarge events. It was reported that the patient does charge their implantable neurostimulator (ins) 100% full. There were no trauma or falls reported that could be related to the issue. It was reported that there was an unrelated medical procedure which was noted to be a chest x-ray. No symptoms were reported. Relevant medical history includes non-malignant pain and failed back surgery syndrome.

Event description:
The patient reported that they did not take any steps to resolve the charging too frequently. They were out of state and had not been able to contact their doctor. The charging frequency was increasing; the issues had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.